Event description:
Boston scientific received information a repositioning procedure of the right ventricular (rv) lead took place due to a perforation. Pericardial fluid was noted as well as a drop in pacing impedances. This lead was repositioned and re-used. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
Additional information suggests that after opening the pocket and examining a possible perforation with an echocardiogram fluid around the heart was not noted. A slight decrease in r-wave amplitudes was noted. As stated previously this lead was re-used.

Manufacturer narrative:
Should additional information become available this event will be updated.